Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier failed. A field service engineer (fse) checked and found the device was unplugged. Once plugged in the device functioned properly and resolve the issue. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to log in because the biometric identifier failed and displayed a message indicated that maintenance was required; additionally, the biometric indicator does not flash during system restart. However, there were no delays or adverse events or injuries reported based on this event.